Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the third-party service center for further evaluation. During evaluation of the device at a third-party service center, the device logs were downloaded and no errors code were found. There was evidence of foam particles inside the blower kit during the testing of the device. No other device problems were found. The device was scrapped.